Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with blank display. The customer's blood glucose level at the time of incident was unknown. The customer states they had received off no power alarm. Troubleshoot was conducted. The customer states they were unable to see the pump screen due to their glasses. The customer states they would be calling back at a later time in order to complete troubleshoot.